Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106510, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100549, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106644, UDI: (B)(4).

Event description:
It was reported that thru x-ray imaging, the spinal cord stimulator (scs) leads of the patient had migrated and caused the patient to experience inadequate stimulation. The patient underwent a scs lead replacement, was doing well postoperatively and the explanted devices were kept by the patient.